Event description:
A malfunction alarm, identified as "malf 1," was reported by the customer, and a fault was confirmed. There was no reported impact on the customer¿s blood glucose level, as the issue of glucose levels exceeding 500 mg/dl was unknown or declined to be answered. The customer was assisted by technical support in resetting the pump, but the malfunction persisted. The customer reverted to manual injections for insulin therapy.